Event description:
The pt's medical history included diabetes. Concomitant medication was not reported. The pt was taking insulin lispro (humalog, cartridge) via a humapen ergo (model ms8930, lot a1508) with clear cartridge holder attxahed, for treatment of diabetes. Pt bought the involved pen in 2002, which was a new design pen. The pt operated the device. They can selet the dose but they cannot inject it.